Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient was obese. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). At the end of procedure, when attempting to suture the access site with the perclose device, active bleeding was observed at the patient's access site. It was then noted that the perclose device was not properly occlude the site as intended. It was observed that the distance between the skin and the artery was considered as significant. Bleeding was controlled and the access site was successfully able to be closed. Subsequently, the patient developed bradycardia and progressed to cardiac arrest. The patient was successfully resuscitated by the team. Blood transfusion was required. The physician reported that the cardiac arrest was most likely attributable to the patient¿s blood loss. There was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
No apparent adverse event was reported. There is no allegation of malfunction against the flexnav delivery system. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, there are no patient effects related to the flexnav delivery system. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1762;1751. Health effect- impact code: 4641;4641. Medical device problem code: 2993.

Event description:
It was reported that on (B)(6) 2025, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient was obese. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). At the end of procedure, when attempting to suture the access site with the perclose device, active bleeding was observed at the patient's access site. It was then noted that the perclose device was not properly occlude the site as intended. It was observed that the distance between the skin and the artery was considered as significant. Bleeding was controlled and the access site was successfully able to be closed. Subsequently, the patient developed bradycardia and progressed to cardiac arrest. The patient was successfully resuscitated by the team. Blood transfusion was required. The physician reported that the cardiac arrest was most likely attributable to the patient¿s blood loss. There was no clinically significant delay reported. The patient was in a stable condition.